Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-611-2 impactor broke at the hinge when the surgeon was impacting the tray. Nothing went into the patient and the shoulder case was completed. Patient is female (B)(6).